Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 9/10/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate plus profile 350cc saline prosthesis, catalog: 3502350, serial number: (B)(4), lot: 7328430. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with mentor smooth round moderate plus profile 350cc saline prostheses experienced capsular contracture baker grade iii on the left breast prosthesis post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.